Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia after reconnecting to the ilet, with blood glucose reaching 280 mg/dl, and troubleshooting revealed no insulin delivery during fill tubing, followed by visible insulin leakage at the cartridge-to-connector interface; replacing the cartridge restored visible drops and insulin delivery. Symptoms included elevated blood glucose. Outcomes included use of subcutaneous insulin via pen and temporary disconnection from the ilet. Investigation included customer-guided troubleshooting and education. Investigation of this case revealed a leaking cartridge connection and resolution after cartridge replacement. It was concluded that insulin delivery was impaired due to a cartridge leak, and replacement supplies were provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.